Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (prca) with stenosis. The 3.75x20mm nc trek balloon dilatation catheter (bdc) was used for post dilatation and inflated two times, however, during the second inflation, the balloon did not maintain pressure. First assumption was that the balloon had burst but there was no visible leakage from the balloon. Upon removal without resistance, only the proximal shaft was retrieved. With the help of an additional wire, the separated portion of the shaft was able to be pulled back into the catheter and removed the entire system. Another nc trek balloon was used to complete the procedure. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint and unexpected medical intervention appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (prca) with stenosis. The 3.75x20mm nc trek balloon dilatation catheter (bdc) was used for post dilatation and inflated two times, however, during the second inflation, the balloon did not maintain pressure. First assumption was that the balloon had burst but there was no visible leakage from the balloon. Upon removal without resistance, only the proximal shaft was retrieved. With the help of an additional wire, the separated portion of the shaft was able to be pulled back into the catheter and removed the entire system. Another nc trek balloon was used to complete the procedure. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: there was no resistance during advancement. No additional information was provided.